Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported physical resistance/sticking (lock line - difficulty) associated with lock line entanglement appears to be due to the user technique. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report lock lines that were tangled and difficult to unravel. It was reported that a patient presented with grade 4 functional mitral regurgitation and a restricted posterior leaflet. During a mitraclip procedure all devices were prepared as per instructions for use (IFU). The first clip, an xtw, was implanted successfully at the intended location. It should be noted that upon deployment of the xtw, the physician remarked that the lock lines were tangled and difficult to unravel. The clip was deployed however, without significant delay or difficulty. There was residual mr on the lateral aspect of anterior 2 and posterior 2 leaflets (a2/p2). An xt clip was prepared and crossed the valve successfully; however, the clip became caught at the annulus when trying to the capture leaflets. The xt was able to be freed and removed from the anatomy without causing any damage to the valve, leaflets, or chords. The physician chose to stop the procedure at this moment. The residual mr was grade 2. There were no adverse patient effects or clinically significant delay. No additional information was provided.